Event description:
Patient reported they have noticed their lower right canine tooth is not sitting properly in their aligner, it feels loose and appears to be twisting out of alignment. They visited their dentist who confirms this. They advised them to follow up with byte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.